Manufacturer narrative:
Additional narrative: patient age/date of birth and weight are unknown. This report is for an unknown insertion arc/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that at time of compression the system exploded and the screw broke. The insertion arc is also disarmed. The implant was in the medullary canal and rotated 180 degrees. Finally after 3.5 hours prolongation it was possible to remove it. Patient outcome is reported as good. This report is for an unknown insertion arc. This is report 2 of 2 for (B)(4).